Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the soft tip felt from the backflush when the surgeon inserted it throw the trocar. The soft tip landed on the back of the eye and the surgeon had to remove it with an intraocular forceps. The surgery could be finished as soon as the soft tip was removed from the eye without further complication. There was not any delay in the surgery and there was no patient harm. The directions for use were being followed. This happened two times the same day but in two different occasions/surgeries. No further information is expected.

Manufacturer narrative:
Evaluation summary: a sample was not received for evaluation. The affected lot was not known, therefore, the device history record could not be reviewed but the manufacturer performs a 100% final inspection for this product. The direction for use (dfu) describes: be cautious using soft tip instruments in combination with valved entry systems (valved cannula). Soft tip may kink and be damaged during insertion of soft tip. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. Various causes are possible for this kind of potential damage.